Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment involving the placement of an inner lining for a previously implanted physician-modified stent grafts. The procedure utilized gore tag conformable thoracic stent grafts with active control system, and gore dryseal flex introducer sheath as an accessory. The physician attempted to insert a 22fr sheath via the right common femoral artery, but it was unsuccessful. Reportedly, the surrounding anastomosed tissue had hardened due to prior procedures. Insertion up to the common iliac bifurcation was possible using only the dilator, but it could not be advanced beyond the common iliac. The dilator was reinserted into the sheath and a second attempt was made, but it also failed. Subsequently, an angiography revealed a rupture of the right external iliac artery. As emergency treatment, an unknown amount of blood transfusion was administered, and two vbxs were additionally implanted in the right external iliac artery. It was reported that the patient's blood pressure was around 90. The originally planned ctag deployment was canceled, and the procedure was discontinued. The patient was returned to the emergency treatment room. However, due to rupture of the thoracic aortic aneurysm, a reintervention was performed later the same day. Plain old balloon angioplasty (poba) was performed, upon consideration of the risk of damage to the right external and common iliac arteries, which successfully enabled sheath insertion. The two planned ctags were deployed, and the procedure was completed. The patient tolerated the procedure. The physician¿s comment: ¿severe vascular calcification was observed but based on the vessel diameter (7.85 mm to 8.46 mm), insertion of the 22fr sheath was deemed possible. However, it was impossible to advance due to strong resistance. I believe that intraoperative hemodynamic changes may have triggered the rupture of the thoracic aortic aneurysm.¿